Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion at infusion set tubing event on (B)(6) 2024. The blood glucose level was high at the time of event and therefore the patient was treated by correction injection via multiple daily injection (mdi). No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated according to malfunction. Occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) the lot 5380971 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested for flow. All test results were within specifications. The following test was performed: visual inspection: version.18 sampler of the extruder and tube coiling area (muestrario del area de extruder y enrrollado de tubo) version.39 - quality specification for the connectors.docx. Functional 1 version.10 flow test on customer complaints (pruebas de flujo en quejas del cliente).doc. Batch review: the batch listed in the database complaint parent record was reviewed and confirmed to be accurate. Uno inset 30 60/13 grey tcap 10pk int was manufactured under system application product (sap) code 1726023 and manufacturing lot number 5380971 on 02-may-2022 and (B)(4) final units in the line 12 were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.